Event description:
It was reported the ftv04 was used during an endoscopic vein harvesting procedure. It was reported after the procedure the leg became swollen and red, looking like cellulitis. Attending called for vascular consult. Determined pt had developed anterior compartment syndrome, but leg did continue to maintain pulse of +2. The pt returned to the operating room on 9/9/97 or 9/10/97 for fasciotomy and again on 9/12/97 for debridement. The pt lost a portion of the anterior tibia muscle. 9/16/97: co discussed with the surgeon, the case of an anterior compartment syndrome following a saphenous vein harvest for a CABG. The pt was elderly and had a previous stroke and had a foot drop on that side. The pt had been wrapped in an occlusive dressing for approx. Two days and at the time of its removal there was a concern. The compartment pressure was elevated and was therefore explored. There was no significant bleeding, there was some swelling and there was extensive necrosis of the muscle. The surgeon, assured co that the instrument had not been placed subfascially. He indicates that there is a surgeon in new york that has reported two or three other cases of a similar nature. The surgeon , can offer no explanation as to why this would occur. Co suspects it may be related to a compression dressing being applied for a period of time that was too long. Since this pt has had previous neurological difficulty, co would anticipate that the actual loss to the pt will not be significant.